Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, customer experienced low blood glucose of 38 mg/dl and the insulin pump kept alarming weak signal with the transmitter. Customer stated his blood glucose was low due to him not monitoring his blood glucose. Customer is not returning the transmitter for analysis.